Event description:
Cnss emailed pharmacy that pt's pump was malfunctioning. Pump displayed error 7200 and would not function. Spoke to pt who said that pump would not stop beeping until batteries were taken out. Pt switched to back up pump. Pt did not experience any ade due to malfunction. Pt was sent replacement pump with a return box for the malfunctioning pump. No other info known. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah. Sn (B)(4), maintenance due 07/12/2019.